Event description:
It was reported that the insulin pump alarmed button error. The caller did not know the blood glucose reading. The customer's husband stated that the customer was unable to do anything with the device after receiving the alarm. No serious injury or hospitalization resulted from the event. The customer's husband was advised to have the customer call back when she arrive home, as he was not a hipaa approved contact. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.